Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. The balloon catheter was returned in a deflated state. Blood was observed in the balloon and inflation lumen. Microscopic inspection found a pinhole located 12mm from the tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. A device history records review showed no anomalies related to the complaint. The root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.

Event description:
It was reported that during a percutaneous coronary interventional procedure, the quantum maverick balloon ruptured. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous right coronary artery. First, another MFR's balloon was inflated and ruptured at 12 atms. The number of inflations and to what atms is unknown. Then, the quantum maverick balloon was inflated to 16 atms for 10 seconds on the initial inflation. On the second inflation to 12 atms, the balloon ruptured. The procedure was completed with another device. No pt complications were reported, and pt status was reported as 'good'.